Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, lot# n285283008, implanted: (B)(6) 2011, product type catheter .

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl [100 mcg/ml] at a rate of 4.80 mcg/day, and marcaine [18 mg/ml] at a rate of 0.864 mg/day via intrathecal drug delivery pump for non-malignant pain and failed back syndrome - other. It was reported that the patient had a fall on (B)(6) 2017 that caused the catheter to fracture. The doctor was aware that the patient was not receiving the intended/programmed intrathecal dose due to the fractured catheter. Flouro shots were obtained by her managing physician but the date was unknown. The catheter revision was performed on (B)(6) 2017. 22 cm of distal segment was used and attached to the current catheter at the fracture site. The issue was resolved and there were no symptoms reported.